Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, there is no improvement in the pt's astigmatism. The surgeon reported the lens was placed in the correct axis. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).